Event description:
The pt reported no longer hearing sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Info regarding explantation/reimplantation surgery has not been rec'd.